Manufacturer narrative:
Eval: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by incorrect planning and sizing of the device by the customer.

Event description:
In 2007, the physician placed endovascular stent grafts into a pt with tortuous anatomy. The physician placed one main body graft and two iliac leg grafts. Final angio had good seal, but main body was low. The physician declined placing a cuff since seal was achieved. The follow-up CT revealed a type ia endoleak. Pt referred for treatment. Five months later, pt underwent add'l procedure at a different facility with another physician. That physician placed a renu cuff in the proximal aortic neck seal was achieved on final angio.